Event description:
Additional information received reported that the patient wanted the device removed because it had not worked for over a year. The patient stated that she had developed a severe pain behind the implant, which made it very painful to walk.

Event description:
The patient¿s health care provider confirmed that the lead was cut during spine surgery. The entire device system was explanted on (B)(6) 2013. Hospitalization was not required and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the patient¿s entire implantable neurostimulator (ins) system was explanted due to discomfort in the pocket area and the they were thinking about having an MRI. It was also confirmed that the patient had no stimulation sensation following back surgery with high impedances observed. During the explant surgery today, the physician observed that the leads had been cut during the previous back surgery which explained why the patient no longer felt the stimulation. When contacted for follow up information, it was reported that the outcome for the patient was noted as unknown. If additional information is received, a follow up report will be sent.

Event description:
Additional information indicated that the cause of the event was possibly spine surgery. The event was attributed to the lead. Abnormal impedances were noted on all electrodes, > 10,000 ohms. It was reported that the lead had been damaged during the surgery. Signs and symptoms were lack of stimulation. The patient recovered without sequelae. It was noted that the patient did not need the stimulator since pain was reduced "post op." It was stated that patient's pain was much better controlled since back surgery and it wasn't important to keep the stimulator functioning. The patient did not have any discomfort from the system components, so it was recommended that she would leave the system in place. She chose to keep system in place for now and did not need to continue battery maintenance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had lost stimulation sensation. It was stated that patient's implantable neurostimulator (ins) worked until her left leg began to have problems. The patient had a pinched nerve in her back and had to have surgery. The ins was not helping her on the left side before the surgery in (B)(6) 2012. The patient left the ins turned off for back surgery in may until recently. It took her 5 hours to charge. The patient had the ins turned up to 4.00v on the right side but could not feel the stimulation. She usually had right side at around 2v. The patient turned down the stimulation on her left side to zero before surgery. When she attempted to turn it back up on left side, she could not feel stimulation. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).